Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 1 x echo-19 from lot number c1283962 was returned to cirl for evaluation. Upon evaluation of the returned device the following was noted: the stylet was out of the device upon return. The needle was broken/detached from the device and returned out of the sheath. When the sheath extender was at mark 0.5, the needle was broken approximately 10mm below sheath extender, possibly due to handling. The needle was broken proximally. The customer complaint is considered to be confirmed as needle broken. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing record for echo-19 device of lot number c1283962 did not reveal any discrepancies which could have contributed to this complaint report. The notes section of the instructions for use, ifu0101-0 that accompanies this device instructs the user to " if an abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The reporter said that the stylet near the handle was detached. Replace new device to finish the procedure. The user advanced the device along the endoscope channel to desired position. Then they found that it was difficult to advance the stylet. Withdraw the device. The stylet was detached at the handle end. Updated information received on 2017/4/21. It should be needle broken.